Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s ins only needed to be charged about once a month, but their current ins needed to be charged every ¾ days (charge frequently). Patient services tried to clarify the date of the onset and the patient reported that it was not right at implant, but ¿soon after,¿ because they were tired of charging so often so they let the ins deplete and had not charged in at least a year. The patient stated that their setting were not very high. The patient stated that they were implanted to address pain in their legs after an accident and now that they didn't use their therapy the pain had returned. Patient services reviewed options for a trickle charge and the was not interested. The patient was redirected to follow-up with their healthcare provider (hcp). The event date was asked but was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Correction: should have selected adverse event and product problem. If information is provided in the future, a supplemental report will be issued.